Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient had a full revision on (B)(6) 2013. Attempts were made to find out the reason for replacement but it was unsuccessful. An implant card was received stating that the full revision was on (B)(6) 2013 but no indication of the reason for revision was given. A return product form was received but did not indicate the reason of the revision. The vns generator and lead were returned on (B)(6) 2013 for product analysis. The device history report was reviewed for the vns lead and no non-conformance were found. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Only a portion of the vns lead was returned so an evaluation on the portion not returned cannot be made. Product analysis identified on anomalies in the returned portion of the lead. The programming history of the patient¿s explanted vns generator revealed that high lead impedance was noted on (B)(6) 2013 and the vns generator was turned off after diagnostics. Attempts to contact the physician regarding the high impedance have not been successful to date.